Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 17mmol/l. Troubleshooting was performed, and the device failed the displacement test. The drive support cap did appear to be normal, and the device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.